Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: during the investigation, multiple unexplained power resets were observed in the black box. The battery cap was not returned with the pump. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24-hour duration test with no power resets being duplicated during that time. Unrelated to the original complaint, a battery compartment crack was observed. Corrosion was also observed inside the battery compartment. A leak test failed with a battery compartment leak. The pump¿s cover was removed, and no further evidence of moisture was observed on the printed circuit board or the pump¿s internal components. No damage to the power circuit was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.